Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that right after spaceoar placement, the scan images were reviewed, and the physician was unsure it was okay to proceed with the high dose-rate brachytherapy (hdr). Upon real-time review of the images, it appears that some of the hydrogel entered the posterior venous plexus and encircled the apex of the prostate. Consequently, the desired separation was not present. They will proceed with the hdr boost treatment for the patient.